Event description:
A united states distributor contacted zoll on (B)(6) 2014 to report that a pt experienced an inappropriate defibrillation event. Oversensing of a small cardiac signal contributed to the false detection. The response buttons were not pressed during the entire event. The pt was taken by ems to an ER and continued to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. The pt was taken by ems to the ER and continued to wear the lifevest. Device evaluation was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4): (B)(6) 2012 - reuse; electrode belt (B)(4): (B)(6) 2014 - initial use. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent any inappropriate defibrillation. (B)(4confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.